Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had issues with delivering the insulin. Customer's blood glucose was 396 mg/dl. Customer stated the alarms had not worked for two weeks, the device did not alarm when it had an occlusion. Customer reported the insulin would only be delivered if the customer held the act button down. Customer had tried replacing the tubing but the issue remained. Customer also reported to have experienced a blank display. Customer mentioned she would call back for troubleshooting. Customer will not be returning the device for analysis.